Event description:
A pixel issue on the pump display was reported by the caller, which rendered the pump screen unreadable. There was no adverse impact on the customer's blood glucose level. To address the issue, technical support arranged for a pump replacement while the customer transitioned to using multiple daily injections (mdi) as a backup therapy.